Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgery, the medical staff observed twice power failure due to a damaged cable and they needed to restart the device.

Manufacturer narrative:
Manufacturer narrative: the most probably root cause is deterioration of the power cable of the screen, caused by a similar event occured due to the power cable length in comparison to the screen arm length once an extension was mounted on the screen arm. (B)(4).